Event description:
The pt reportedly experienced a loss of lock. Troubleshooting of the device did not resolve the problem. The pt's device was explanted. The pt was reimplanted with another advanced bionics device.